Event description:
The introducer of the angioseal closure device was damaged upon inspection during prep. The closure device was removed and replaced with no harm to the patient. Clinical site notified and coordinated return directly with mfg rep. Manufacturer response for closure device, angioseal (per site reporter). Clinical site notifies and coordinates return directly with mfg rep.